Manufacturer narrative:
Taper ii: device evaluation summary: the device was returned to apollo for analysis and a visual examination was performed on the received lap-band with access port I, taper type ii. The port tubing was separated approximately 0.6 inches from the stainless steel connector, and the band tubing was separated approximately 16 inches from the tubing/collar junction. Scratches were noted on the port housing, and needle marks were observed on the port septum. The band ring and shell were separated approximately 0.25 inches from the buckle. The buckle strap was partially separated. A fill inspection test was performed, and no blockage was noted when colored di water was passed through the port septum and tubing. An air leak test was not feasible, as the band was cut in half near the buckle. Under microscopic inspection, both ends of the separated band, the band tubing and port tubing had striated edges, consistent with damage from a surgical end cut to remove the device. The edges of the partially separated buckle strap were noted to be striated, consistent with damage from a surgical tool.

Manufacturer narrative:
Unknown taper. The reporter of the event was asked to return the product for analysis, and to indicate product serial number. To date, neither the device nor any further device information has been received by apollo. Without device or device serial, the taper type is unknown. If returned, visual examination may determine the connector type associated with this event. Device labeling addresses the reported event as follows: adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation, and weight regain have been reported after gastric restriction procedures. Other adverse events considered related to the lap-band® system that occurred in fewer than 1% of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection, infection, redundant skin, dehydration, gi perforation, diarrhea, abnormal stools, constipation, flatulence, dyspepsia, eructation, cardiospasm, hematemesis, asthenia, fever, chest pain, incision pain, contact dermatitis, abnormal healing, edema, paresthesia, dysmenorrhea, hypochromic anemia, band leak, cholecystitis, esophageal dysmotility, esophageal ulcer, esophagitis, port displacement, port site pain, spleen injury and wound infection. Warnings: patients should be advised that the lap-band ap® system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system was reported to "complain of pain at port side. Reflux, frequent episodes of pain at port site." Device was removed.